Manufacturer narrative:
The insulin pump had a blank display due to corrosion on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart alarm error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and verify the low battery alarm due to the blank display. The insulin pump was received with a severely scratched display window, cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer's mother reported via phone call that the insulin pump's battery was only lasting 4-5 days. The doctor informed them to have the insulin pump replaced and gave them a backup plan. The customer's blood glucose level was unknown. The customer had not been on the insulin pump since they visited the doctor. The customer's mother declined troubleshooting for the blank display. The insulin pump will be returned for analysis.